Manufacturer narrative:
The customer contacted siemens technical support center. The customer stated that the advia 2120i with dual aspirate autosampler is running fine and that the cause of the flags was sample related. The customer has protocols in place to prevent samples with flags from being released before a manual differential is completed. Siemens determined that the cause of the event is due to user error. The customer failed to follow operator guide instructions to validate flagged results and take appropriate action in accordance with established standard operating procedures before reporting patient results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Flagged results were obtained on the advia 2120i with dual aspirate autosampler instrument. The flagged results were sent to the hospital ward before the manual differential was completed. The sample was repeated on a different instrument and similar, flagged results were obtained. The flagged results were also visible in the centralink system. The issue was communicated to the hospital ward. There are no known reports of patient intervention or adverse health consequences due to the flagged results being reported to the hospital ward.